Event description:
The user facility reported that a 37-year-old male patient was implanted with the impella 5.5 for mechanical circulatory support. One day into support, purge fluid was seen leaking out of the catheter/ red sidearm. Hospital staff monitored the purge flow, pressure and motor current. Support continued for 2 more weeks. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. The clinical information was reviewed. The root cause of the purge leak was not determined as neither the product nor sufficient clinical information was provided. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.